Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
The initial medwatch report indicates: device available for evaluation?  No. Device returned to manufacturer?  Box unchecked. Date device returned to manufacturer ¿ blank. The initial medwatch report should indicate: device available for evaluation?  Yes. Device returned to manufacturer?  Box checked. Date device returned to manufacturer ¿ 27-oct-2017. The initial medwatch report indicates: the initial medwatch report should indicate: was the device evaluated by the manufacturer? Yes. (B)(4). The customer, a biomedical engineer, evaluated the device and verified that the event code was logged in its memory. Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer, a biomedical engineer, evaluated the device and verified that the event code was logged in its memory. Physio-control provided the customer with technical assistance. Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.   Additional information: physio-control further evaluated the removed main keypad assembly and verified the reported issue. It was observed that the keypad would intermittently log the reported event code and disarm the test device when the shock button was pressed for defibrillation. Physio found that the resistance measurement of the shock button was out of tolerance.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified that the event code was logged in its memory. Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.